Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed localizer faulted. There was no patient impact reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) , UDI#: (B)(4), h3 - a manufacturer representative went to the site to service the system. The camera was replaced. Evaluation of the returned camera determined that a check of the event log showed intermittent illuminator current low dating back to (B)(6) 2018 and intermittent firmware incompatibility dating back to feb 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .416mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.